Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia") and cervix carcinoma ("tumor / teratoma / cancer type: cervix") in a (B)(6) female patient who had essure (batch no. 664440) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), arthralgia ("hip pain"), abdominal pain lower ("severe cramping"), menometrorrhagia ("irregular and heavy menstrual periods"), cervix carcinoma (seriousness criterion medically significant), uterine neoplasm ("tumor / teratoma / cancer type: uterus"), abdominal pain ("sharp abdominal pains"), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal vaginal bleeding"), allergy to metals ("nickel allergy"), urinary tract infection ("uti"), tooth infection ("dental infection"), depression ("depression"), acne ("acne"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), nausea ("nausea"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and weight increased ("weight gain"). The patient was treated with surgery (ablation) and surgery (leep). Essure treatment was not changed. At the time of the report, the pelvic pain, menorrhagia, arthralgia, abdominal pain lower, menometrorrhagia, cervix carcinoma, uterine neoplasm, abdominal pain, hormone level abnormal, vaginal haemorrhage, allergy to metals, urinary tract infection, tooth infection, depression, acne, bladder disorder, urinary tract disorder, nausea, migraine, headache, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, acne, allergy to metals, arthralgia, bladder disorder, cervix carcinoma, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menometrorrhagia, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, tooth infection, urinary tract disorder, urinary tract infection, uterine neoplasm, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure coils and full occlusion of both tubes. Most recent follow-up information incorporated above includes: on 17-may-2018: pfs received:the event hormonal changes, abnormal vaginal bleeding, menorrhagia, nickel allergy, uti, dental infection, depression, acne, bladder problems, urinary problems, nausea, migraines, headaches, dental problems, dysmenorrhea, vaginal discharge, fatigue, weight gain, uterus tumor, cervix cancer added.reporter added. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia"), pelvic pain ("pelvic pain") and cervix carcinoma ("tumor / teratoma / cancer type: cervix") in a 30-year-old female patient who had essure (batch no. 664440) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), arthralgia ("hip pain"), abdominal pain lower ("severe cramping"), menometrorrhagia ("irregular and heavy menstrual periods"), cervix carcinoma (seriousness criterion medically significant), uterine neoplasm ("tumor / teratoma / cancer type: uterus"), abdominal pain ("sharp abdominal pains"), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal vaginal bleeding"), allergy to metals ("nickel allergy"), urinary tract infection ("uti"), tooth infection ("dental infection"), depression ("depression"), acne ("acne"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), nausea ("nausea"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and weight increased ("weight gain"). The patient was treated with surgery (ablation) and surgery (leep). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, arthralgia, abdominal pain lower, menometrorrhagia, cervix carcinoma, uterine neoplasm, abdominal pain, hormone level abnormal, vaginal haemorrhage, allergy to metals, urinary tract infection, tooth infection, depression, acne, bladder disorder, urinary tract disorder, nausea, migraine, headache, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, acne, allergy to metals, arthralgia, bladder disorder, cervix carcinoma, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menometrorrhagia, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, tooth infection, urinary tract disorder, urinary tract infection, uterine neoplasm, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 152lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure coils and full occlusion of both tubes . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') and cervix carcinoma ('tumor / teratoma / cancer type: cervix') in a 30-year-old female patient who had essure (batch no. 664440) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included gabapentin since 2017 and quetiapine fumarate (seroquel) since 2012. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), arthralgia ("hip pain"), abdominal pain lower ("severe cramping"), menometrorrhagia ("irregular and heavy menstrual periods"), abdominal pain ("sharp abdominal pains"), vaginal haemorrhage ("abnormal vaginal bleeding"), allergy to metals ("nickel allergy"), urinary tract infection ("uti"), tooth infection ("dental infection"), depression ("depression"), acne ("acne"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), nausea ("nausea"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have cervix carcinoma (seriousness criterion medically significant), uterine neoplasm ("tumor / teratoma / cancer type: uterus"), hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (leep and ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, arthralgia, abdominal pain lower, menometrorrhagia, cervix carcinoma, uterine neoplasm, abdominal pain, hormone level abnormal, vaginal haemorrhage, allergy to metals, urinary tract infection, tooth infection, depression, acne, bladder disorder, urinary tract disorder, nausea, migraine, headache, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, acne, allergy to metals, arthralgia, bladder disorder, cervix carcinoma, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menometrorrhagia, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, tooth infection, urinary tract disorder, urinary tract infection, uterine neoplasm, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 152lbs. Date: (B)(6) 2009 preoperative and postoperative diagnosis: desire for sterilization. Operation: essure tubal occlusion operative findings: the uterus was retroverted and sounded to 7.5 cm. The cavity was smooth. Both tubal ostia were readily visualized. Following the procedure, three coils were visible on the left, one coil was visible on the right, photographic documentation was obtained. Procedure: the patient was brought to the operating room. The essure system was now introduced and deployed into each tube in standard fashion. The patient was replaced in the supine position, awakened from anesthesia without incident and brought to the recovery room in good condition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: essure coils and full occlusion of both tubes. Ultrasound scan vagina - in (B)(6) 2009: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: essure tubal occlusion procedure description was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.